Manufacturer narrative:
This report is submitted on november 1, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2022, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on november 24, 2022.

Manufacturer narrative:
Device analysis report indicated device failure. Device analysis report attached. This report is submitted on december 30, 2022.